Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load process. The customer's blood glucose was 320 mg/dl and was addressed with a correction bolus. The customer had high blood glucose levels prior to the alarm 19 occurring and was unsure if the alarm was a contributing factor. The customer successfully loaded a new cartridge and resumed insulin delivery.